Manufacturer narrative:
The field service engineer was unable to reproduce the issue. The ise assembly was inspected. Calibration and controls were tested and all results recovered within the customer's ranges. The last calibration performed on (B)(6) 2020 was ok. Quality controls recovered within range, showing no indication of a reagent or instrument performance issue. Upon visual inspection of the sample, the sample was noted to be a little cloudy with maybe a little fibrin. Upon review of the alarm trace, multiple mixer alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory to a doctor, who questioned the values. A new sample was collected from the patient and the results from this sample were normal. The original sample was then repeated and the repeat results were believed to be correct. The sample was initially processed on a modular pre-analytics system prior to testing on the cobas 8000 ise module. The sample initially resulted with an na value of 159 mmol/l, which repeated as 135 mmol/l. The sample initially resulted with a k value of 4.4 mmol/l, which repeated as 3.6 mmol/l. The sample initially resulted with a cl value of 121 mmol/l, which repeated as 96 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.